Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for six days for the event and was discharged. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by abdominal pain. The breach in aseptic technique was further described as the patient thought that they might have left the cap off a little too long one day before they ¿hooked up¿. On an unreported date, the patient was treated with unknown antibiotics for the peritonitis (no further details). Dianeal therapy was ongoing. Two days after hospital admission, the patient was discharged from the hospital and was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.